Manufacturer narrative:
No device associated with this report was received for examination. Review of the acetabular cup device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot codes. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint - patient was revised to address loosening of the cup and cup malpositioning. Update rec'd 5/6/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and elevated metal ion levels. We are reporting the head and liner to address the metal on metal allegations. The complaint was updated on : 6/3/2014 update 9/23/2015-pfs received. After review of the pfs for MDR reportability, an unknown stem is being added for the alleged high metal ions. The complaint was updated on:10/19/2015.